Manufacturer narrative:
Add'l info received (B)(4) 2011 in regards to (B)(4) (report number 9610847-2011-00011) indicates that a total of 10 patients experienced these symptoms. The MDR report numbers for these incidents are as follows: 9610847-2011-00011 ((B)(4)), 9610847-2011-00013 ((B)(4)), 9610847-2011-00014 ((B)(4)), 9610847-2011-00015 ((B)(4)), 9610847-2011-00016 ((B)(4)), 9610847-2011-00017 ((B)(4)), 9610847-2011-00018 ((B)(4)), 9610847-2011-00019 ((B)(4)), 9610847-2011-00021 ((B)(4)). Results: the sample is not available for eval. Two possible lot numbers for this incident were provided: 9009638 and 9264425. An in-depth review of the device history records and sterilization records revealed no irregularities during the manufacture and sterilization of reported lot numbers 9009638 and 9264425. Conclusions: without a sample, we were unable to determine a root cause for the encountered problem. (B)(4).

Event description:
The prepping solution used on the insertion site was betadine, which had completely dried prior to venipuncture. Five percent glucose was being delivered through the catheter tubing. On two occasions, under the same circumstances, an appearance of a clinical abscess with redness and swelling, pain and fever was observed in the pt. The pt had no known allergies or sensitivities. Antibiotic therapy of rocephine and/or (B)(4) and the clinical abscess resolved within 3 to 4 hours.